Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient went into severe bradycardia during insufflation. The procedure was paused until the patient was stable, and then continued as planned.